Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient's "equipment" has not worked since implant and the machine was not working. No patient symptoms were reported. No complications were reported or anticipated.